Manufacturer narrative:
(B)(4).

Event description:
It was reported the display showed "call your doctor" icon, code 376 when recharging. It was recommended that the implantable neurostimulator recharger (insr) be replaced if 376 message continued to appear. Additional info has been requested, but was not available as of the date of this report.